Manufacturer narrative:
Siemens filed the initial MDR on 13-april-2018. Additional information (17-april-2018): a siemens regional support center (rsc) specialist determined the advia workcell cdx is operating within specifications and connected with an advia chemistry xpt instrument. The performance of the instrument(s) and maintenance are within specifications. The cause of the falsely depressed and falsely elevated results is unknown. No further evaluation of device is required.

Event description:
A falsely depressed calcium result and falsely elevated cholesterol result were obtained on an advia chemistry xpt instrument connected to the advia workcell cdx. The initial results were not reported to the physician(s). Repeat testing was performed on the same instrument and alternate instrument to confirm the correct results. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
Siemens is investigating this issue.

Event description:
The customer informed siemens that test(s) from the advia workcell were re-order and produced different results. There are no known reports of patient intervention or adverse health consequences due to the different patient results.